Manufacturer narrative:
Trend assembly.

Event description:
Customer states that power-pro s/n (B)(4) has a problem with the trendelenberg foot section and needs repaired. There was no reported patient involvement or adverse consequences.